Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer receiving a "replace sensor" error message with the adc device and was unable to obtain glucose readings. The customer became hypoglycemic and experienced symptoms described as "loosing coordination", and a loss of consciousness. The customer had contact with a healthcare professional who administered glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Data was successfully extracted from the returned sensor using approved software. Sensor state 5: normal termination state. Simvivo and poise voltage tests were performed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer receiving a "replace sensor" error message with the adc device and was unable to obtain glucose readings. The customer became hypoglycemic and experienced symptoms described as "loosing coordination", and a loss of consciousness. The customer had contact with a healthcare professional who administered glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.